Manufacturer narrative:
Concomitant medical products: ddmb1d4 ICD implanted: (B)(6) 2016; 310c29 tissue valve, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the ER (emergency room). Information received on the remote transmission was reviewed by qualified personnel. It was noted that there were several episodes of t-wave oversensing (twos) observed on stored non-sustained ventricular tachycardia episodes. The rv lead remains in use. No patient complications have been reported as a result of this event.